Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 16 x 4.50 rebel stent was advanced to treat the lesion. However, the device failed to cross the lesion and the stent was frayed. The device was completely removed from the patient and the procedure was completed with a 12 x 4.50 rebel stent. No patient complications were reported.